Manufacturer narrative:
G4: 15oct2020, b4: 16oct2020. It was confirmed the device in fact did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The gas delivery system (gds) was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
The customer reported air leakage. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.